Manufacturer narrative:
Investigation is in progress as of 28-dec-2023. We will provide a final report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to loosening.

Manufacturer narrative:
(B)(4) follow up report: investigation is in progress as of (B)(6) 2024. We will provide a final report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Final report: optimized ortho launched an investigation into this event. No complaint devices were returned to optimized ortho by the customer. Thus, the devices history was investigated which included reviewing ops processes, and any available pre and post operative imaging of the patient. All manufacturing steps of implant positioning and report generation were reviewed. All operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related process. The opsinsight, ace and fem guides were made in accordance with specification and there were no detected issues during inspection. Further investigation revealed that the surgeon downsized the stem from taperfit 45 offset size 4 to taperfit 45 offset size 3. The patient has a large femoral canal resulting in a large gap between the implant and the cortical bone. As this is a cemented stem, more cement would be required for a size 3 than a size 4 to fill the space. The reason for the surgeon's decision to deviate from the plan was not reported/known. Based on the available information, the root cause of the reported loosening is undetermined and unrelated to ops technology. There is no evidence to suggest that this issue is systematic. Therefore, no further corrective or preventive action is deemed necessary. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.